Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented with a break in the silicone layer of the driveline at the distal end. The patient underwent a clamshell repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 11jun2013 via order (B)(4). The reported separation of the outer silicone sleeve from the controller connecter can be confirmed based on the onsite evaluation by the clinical specialist. A specific cause for the damage could not be conclusively determined through this evaluation. The patient presented with a separation of the silicone sleeve of their driveline from the controller connector. A clamshell repair was performed on (B)(6) 2020 by the clinical specialist. The patient remains ongoing on vad support and no further events have been reported at this time. No product available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU, section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.